Event description:
Case description: investigational result. Name: novopen 5, batch number: pvgej04 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: ryzodeg penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. Final manufacturer's comment 10-jan-2025: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Considering that, device was functioning normally after air purge operation, the causality with novopen 5 for hypoglycaemia is assessed as unlikely related. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary name: novopen 5, batch number: pvgej04 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hypoglycemia [hypoglycaemia]. Novopen 5 was malfunctioning, there was resistance during injection [device malfunction] dosage was not accurate [device delivery system issue]. Insisted that the novopen 5 had the quality issue [product quality issue]. Patient was not dispensing medication when pushed and sometimes was dispensing medication successfully [device delivery system issue]. Case description: this serious spontaneous case from china was reported by a consumer as "hypoglycemia(hypoglycemia)" with an unspecified onset date, "novopen 5 was malfunctioning, there was resistance during injection(device malfunction)" with an unspecified onset date, "dosage was not accurate(inaccurate delivery by device)" with an unspecified onset date, "insisted that the novopen 5 had the quality issue(product quality issue)" with an unspecified onset date, "patient was not dispensing medication when pushed and sometimes was dispensing medication successfully(device delivery system issue)" with an unspecified onset date, and concerned a patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported dosage regimens: novopen 5: not reported, ryzodeg penfill: not reported, medical history was not provided. It was reported that on an unknown date the novopen 5 was malfunctioning, sometimes was not dispensing medication when pushed and sometimes was dispensing medication successfully. The staff of pharmacy claimed to have used disposable needles and operated the pen correctly. However, due to the pen's issue, the injected dosage was not accurate, and it was unsure if the injection was successful, resulting in repeated injections. Reported that there was resistance dur-ing subcutaneous injection but unsure if the injection was successful. The patient insisted that the novopen 5 had the quality issue that the dosage was not accurate, on an unknown date the patient was hospitalized (details of hospitalization were not reported) due to hypoglycemia. The patient used the novopen 5 with ryzodeg penfill and denied alternating use with ryzodeg flextouch. Batch numbers: novopen 5: pvgej04 ryzodeg penfill: not available. Action taken to novopen 5 was not reported. Action taken to ryzodeg penfill was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was unknown. The outcome for the event "novopen 5 was malfunctioning, there was resistance during injection (device malfunction)" was not reported. The outcome for the event "dosage was not accurate (inaccurate delivery by device)" was not reported. The outcome for the event "insisted that the novopen 5 had the quality issue (product quality issue)" was not reported. The outcome for the event "patient was not dispensing medication when pushed and sometimes was dispensing medication successfully (device delivery system issue)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. No further information available. Preliminary manufacturer's comment 20-nov-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No conclusion reached.